Event description:
The complainant reported that a pt had a dental implant placed at (B)(6) on (B)(6) 2008. The crown was placed on (B)(6) 2010. On (B)(6)2010, the abutment fractured during normal function. The abutment, abutment fragments and the abutment screw were successfully removed with the aid of a driver. The implant remained viable. There was no adverse effect to the pt as a result of the reported abutment fracture.

Manufacturer narrative:
The doctor was unable to report the lot number of the abutment at issue in this complaint; consequently, the device manufacture date could not be determined. Visual analysis of the returned abutment revealed a fracture. The abutment was found to be fractured at the beginning of the cuff portion. The portion of the abutment above the cuff had become completely detached and was not returned for evaluation. The area where the top portion of the abutment fractured and detached was found to be ragged and uneven. Events of this nature are usually caused by excessive torque force used to secure the abutment screw. A torque setting over the recommended 30ncm can result in fractures toward the base of the zirconia abutment. Additional info received from the complainant indicated that the abutment had been prepped prior to attaching it to the implant. Modification can lead to abutment fracture. Due to the inherent nature of materials used for ceramic abutments, failure of this nature are not unexpected. The root cause of this event is likely attributed to user technique and/or operational context. (B)(4).